Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Information received by medtronic indicated that the first sensor broke the little plastic on it, the second sensor had blood on it and the third one the tape did not stick properly. No harm requiring medical intervention was reported. The sensor will not be returned for analysis.